Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a a blood glucose value of 61 mg/dl and also experienced bruise and pain at insertion site. The hypoglycemia was treated with carb intake. The customer received a calibration not accepted not alert and reported a difference between sensor glucose and blood glucose values. The event involved products mmt-1884, mmt-7040a, mmt-441ag, mmt-342g. Troubleshooting was performed for sensor alerts, site issues and sensor glucose vs blood glucose. It was found that the insulin delivery was not suspended due to the sensor glucose vs blood glucose difference. The blood glucose value was 61 mg/dl and sensor glucose value was 166 mg/dl. The event involved product(s) mmt-1884, mmt-7040a, mmt-441ag, mmt-342g. Troubleshooting was performed and the difference was not within range and was greater than 30%. Troubleshooting was partially performed and later declined for hypoglycemia. The customer had used the insulin pump system within 48 hours of the reported low blood glucose event. The customer had customer used the smartguard/auto mode of the insulin pump. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-441ag. No product return is required for mmt-342g.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.